Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 1.4 ghz smart hopping has a speaker malfunction error message and does produce audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The cause of the reported problem was a defective speaker the speaker was replaced. The device was operational after repairs were completed and the device will be returned to the customer.